Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the belt receptacle connector and was broken from the enclosure, damaging the internal wires. The root cause of the damaged connector and wire is excessive force at the connector while an electrode belt was attached. No adverse events occurred as a result of the defective monitor.

Event description:
09/30/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor contacted zoll to report that monitor sn (B)(4) displayed a service code 204 (belt/monitor unusable).